Manufacturer narrative:
Intuitive surgical inc. (Isi) received the part for failure analysis investigation, however, the investigation is still in progress. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system generated repeated non-recoverable 319 errors. The procedure was converted to laparoscopic surgery with no report of patient harm or injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the user inspected system before administering anesthesia to the patient and placing surgical ports and did not find any issues. When the system generated error 319, the user contacted the clinical sales representative (csr) and fse. Fse advised the user to perform a power cycle and to check if the cables were connected correctly. The error could not be cleared. Fse contacted technical support ((B)(4)) for error 319 assistance. The endoscope controller (ec) was replaced after the procedure. No additional troubleshooting was performed as the ec replacement cleared error 319. The surgeon elected to convert the system because he was concerned system was in high down status due to non-recoverable faults error 319. An fse was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced based on the field evaluation. The ec was replaced, and the error successfully cleared. The system was tested and verified as ready for use. The ec contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h3, h6, h10 intuitive surgical, inc. (Isi) received the endoscope controller (ec) involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported failure. The ec was installed into the test system, and the system faulted with error 319 at start-up. Upon visual inspection, c225 had a cracked capacitor. Failure analysis determined error 319 was caused by the endoscopic controller power distribution (ecpd) board. If additional information is received, a follow-up MDR will be submitted.